Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 235cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 465cc mentor memorygel breast implants on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/2/2020. Device evaluation summary: according to the information received, the patient experienced a rupture on the breast implant. During visual inspection, the sample was found to be ruptured. In addition, a crease was found in the edges of the rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).